Manufacturer narrative:
The event description states that about 5mm of the distal tip separated from the turnpike spiral and was left in the patient. The patient was sent to surgery to bypass the vessel. A manufacturing record review was completed and zero nonconformances related to this event were found. There was no returned product to evaluate. Based on the event details stating: cto case. Dr. Worked for 400 minutes on the case. Tip of microcatheter was embedded in the plaque. Tried to remove catheter. Felt resistance, tried to counter the turnpike out, it would not turn. Tried to advance wire further and pull catheter back and that's when tip separated. The most likely root cause for the failure is damage during use.

Event description:
About 5mm of the turnpike spiral distal tip was left in the pt. Lad. Cto case, dr. Worked for 400 minutes on the case. Tip of microcatheter was embedded in the plaque. Tried to remove catheter, felt resistance, tried to counter the turnpike out, it would not turn. Tried to advance wire further and pull catheter back and that's when tip separated. Dr. Tried to retrieve tip, however unsuccessful. The pt. Sent to surgery to bypass vessel. Pt. Had to go to surgery the next day to bypass the lad and cirx. Tip of catheter was not retrieved, left in body. Additional information received 09oct17 from MDR submitted by site ((B)(4)): micro catheter designed to get through tight lesion and the distal section broke off upon removal. It was determined that the broken tip could not be retrieved and remained in patient. Patient was stable and scheduled for CABG (pre-planned) in addition to removal of broken tip. Cath lab case aborted when the distal tip of the turnpike sheared off. Patient left the cath lab stable. CABG two days later, surgery and retrieval of tip successful. Patient stable.

Manufacturer narrative:
Device returned for evaluation on 16 jan 2018. A manufacturing record review was completed and zero non-conformance related to this event were found. Based on the event details and the device evaluation, the most likely root cause for the failure is that the catheter was damaged during use.